Event description:
Per tbm, the consumer alleges when she goes up her driveway her chair flips backward. No injury reported. Consumer claims this has happened before. The driveway is very steep and angled with cobblestones. On (B)(6), the dealer replaced an anti-tipper. The provider feels the driveway is too steep for the consumer to be driving her chair, but she insisted on going up and down it any ways. There is another access to the house that is not as steep. The consumer is heavily medicated per dealer and the tbm said it was visible when she was out there.